Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds. The stent was damaged along its entire length. The proximal and distal end of the stent received minor damage while the mid-section was severely damaged. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the balloon body and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element drug eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.